Manufacturer narrative:
B:5 additional information received; it was confirmed it was reliant balloons that were used to perform the kissing balloon technique when the aorta had ruptured. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1613c124e, serial/lot #: (B)(4), ubd: 02-nov-2022, UDI#: (B)(4). Product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 18-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 52mm abdominal aortic aneurysm. It was reported that during the index procedure, once the stent grafts were implanted, the physician began ballooning using the kissing technique. After post dilation the patients blood pressure dropped. Anesthetics gave pressers and blood pressure responded. The physician performed an angiogram run to determine if a rupture could be visualized. The angiogram was inconclusive so the physician ordered a cta to determine if there was a contained rupture of the distal aorta. When the patient was moved from the surgical bed to the stretcher they crashed and CPR was performed. The patient was moved back to surgical bed and a 16 fr sheath was place into the right groin and a reliant balloon was place in the supra celiac aorta for hemostasis. The surgeon then opened the abdomen. The anterior wall of the aorta had ruptured. There was no endoleak anteriorly or posteriorly so the surgeon sutured the anterior wall closed then did the same to the peritoneum. The balloon was then deflated. The patients pressure was stable. The surgeon closed the abdomen and the patient was sent to ICU in stable condition. As per the physician the cause of the event was anatomy and noted a narrow calcified distal aorta. No additional clinical sequalae were provided and the patient is fine.